Manufacturer narrative:
The fan retractor 600540 was returned for evaluation: failure analysis: visual evaluation of the fan retractor showed that it was in used condition and had its pin broken off due to damage/wear of the instrument. Missing pin prevented proper retraction and caused the blades to tilt. Blades were stained and had residue due to wear/sterilization issues. Root cause: the reported complaint is confirmed. The returned 600540 fan retractor is in used condition with the pin missing due to damage or wear. No manufacturing ,workmanship, or material deficiency has been identified. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported that 600540 jarit fan retractor was taken out because there was a sound of metal breaking during a laparoscopic renal (ureteral) malignant tumor in the patient's body on (B)(6) 2021. The tip of the fan retractor could be raised with the dial at hand, but the plate for bending has come off. The pin that had been fixed was attached to the detached part, so the operator confirmed it and closed the wound, assuming that there was probably no residue. Another product was used for the procedure. Surgical time was extended for less than 30 minutes. No further information was provided by hospital.